Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred during the prime mode of a routine hemodialysis treatment. The operator had inadvertently connected the pt while the cycler was still in prime mode, causing the alarm. Rinseback was not performed resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood when it was determined that the pt had been connected to the cycler while still in prime mode. The user's guide contains appropriate instructions for priming the cartridge and making pt connections to initiate a treatment. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l review of set up and rinseback procedures with the operator. Nxstage medical considers this report closed. No add'l info will be provided.